Manufacturer narrative:
(B)(4). Date sent: 7/3/2024 d4: batch # 773c04 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with damaged between nozzle and shrouds, also, the anvil was received in open position, the closing trigger was closed and the release button could not be released. No reload was present. The device was disassembled to verify the condition of internal components and the frame (b) was noted to be broken causing all the issues in the operation of the device. No functional test was performed due the condition of the device. The damage on the frame, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the instrument and breaking the frame. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Device history review a manufacturing record evaluation was performed for the finished device batch number 773c04, and no non-conformances were identified.

Event description:
It was reported that during the distal gastrectomy surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual reverse button to return knife. There were no adverse consequences to the patient. No additional information can be provided.